Event description:
On 2023-apr-11, information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Mdt rep called while meeting with pt who reported that they fell and hit a doorway last week, making contact with the door frame near the site of the ins near her chest. The pt experienced increased pain at the site where they hit the door, and was evaluated in the ed a couple days later, and made an appointment with their hcp to follow up and interrogate the ins. Mdt rep reported that upon interrogation, noted that contacts 3-7 were showing >10k ohms on an impedance check (0-2 ~720ohms). Mdt rep reported that on connectivity check it shows 0, 1, 2 are green, with 3-7 red, and the 8-15 port contacts are all white/blank. Mdt rep indicated they would follow up with hcp with these findings and wait for imaging to determine if components needs to be replaced. Mdt rep reported that pt's group a is turned on and only using contacts 0, 1, 2 at this time, and the pt denies any shocking or changed sensations to the stimulation. Pt also reported during the call that they lost their pt programmer while traveling abroad in (B)(6) 2023, but are still able to charge their ins and turn stim on/off using the 37751. Pt reported they do not want to get a new pt programmer at this time as they may want to replace implanted components to a new system depending on the hcp's recommendations during the appointment today. Mdt rep indicated they would call back if the pt decided they did want a pt programmer if the decision is made to keep the current ins in place. Patient services talked through programming configurations and xrays (attached) with caller. Rep will try to use 0-3 and 8-11 and see what impedances show prior to any revisions. On 2023-apr-12, additional information was received from the manufacturer representative (rep) reporting that it was reported that t he patient was still getting effective therapy following reprogramming. The cause of high impedance issue was due to the incorrect lead being programmed into the patient¿s battery. It was reported that it appeared there were high impedances when in fact there was only one. The rep met with the patient an additional time and configured the correct leads and reprogrammed their device effectively. It was reported that a replacement is not needed at this time as they were getting effective coverage in their area of pain.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.